Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to progressive liver failure under multiple organ failure. The patient suffered from a progressive multiple organ failure. Severe liver failure was related to the outcome at least. No device issues prior outcome was mentioned. There were no device related issues lead to outcome. The device was running as expected. The patient's outcome was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6) was not returned for evaluation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including multiple types of organ failure (including hepatic failure) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.